Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) display went blank intermittently. There was no delay. The surgical procedure was completed successfully. There were no reported consequences to the patient.